Manufacturer narrative:
The insulin pump passed displacement, rewind, prime, basic occlusion and occlusion tests. The insulin pump primed properly and the no reservoir alarm functioned properly and no reservoir alarm anomaly noted. However, the insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a message on insulin pump stating "no reservoir" during priming. Customer states that insulin continued to drip after motor stopped during manual prime. During troubleshooting, customer received second series of beeps. Customer also reported of not being able to exit "prime rewind" loop. Customer was walked through the priming process. Customer was advised that insulin pump would need to be replaced.